Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, customer was in a car accident and the pump hit the consul of the car causing the screen to shatter. Customer is not able to interact with the pump due to the pump display becoming purple and no longer displaying. Customer's blood glucose was 202 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.